Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The registered nurse reported tissue plasminogen activator purge fluid was started due to decrease in purge flow (<3 milliliter per hour) and increase in purge pressure. The purge cassette was changed. No active purge alarms were reported.

Manufacturer narrative:
Purge pressure high: the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis showing a gradual rise in purge pressure with no changes to motor current.